Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device does not occlude. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Section a: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing revealed the downstream occlusion (dso) sensor/flex circuit sensor was not detecting occlusions. The upstream occlusion sensing test failed. The dso sensor and flex circuit sensor were replaced to address this issue. The device passed all testing following repairs.